Event description:
It was reported that the patient presented to the emergency room (ER) when an alert was triggered for a possible fracture of and high pacing impedance on the right ventricular lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)